Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review indicates that information from manufacturer¿s report #3004209178-2018-01492 was already reported in this report ( #3007566237-2018-00670). Any additional information regarding that event will be submitted as a supplemental submission to this report. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported there was a telemetry failure message on the clinician programmer. There was no response from the device. Troubleshooting included using another programmer to test, but there was also no response. There were no known environmental/external/patient factors that may have led or contributed to the issue. No interventions had been performed related to the issue, and the issue was not resolved. No medical symptoms were reported. Additional information was received which indicated troubleshooting included using three programmers and two rechargers to detect the ins, but all failed. Actions included arranging an appointment with the neurologist on (B)(6) 2018. The issue was unresolved. Additional information indicated that the cause of the communication issue was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis identified that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to overdischarge. The ins had no telemetry and no output when it was received for analysis. A normal recharge started after physician mode recharge (pmr). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated test console. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. After 1 physician mode recharge, the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to 1 overdischarge. The ins did not sync with a patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(4) 2017 and the battery was charged to 3.735 volts. On (B)(4) 2017 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's ins was not communicating with several different programmers while implanted. The ins was explanted and was still not communicating. The issue was not resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.